Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection fortum 1g (route, frequency and duration not reported) and injection reflin 1g (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Recovery status of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported, the patient¿s peritoneal effluent was clear; and, on an unreported date the patient had recovered from the event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.